Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable watertight defect. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head's metal pushed out on (punctured/hole). The intended procedure was diagnostic laparoscopic procedure. The issue was found after cleaning and disinfecting process. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. An action item has been sent out asking for clarification on what a "gs" is. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's metal pushed out on (punctured/hole). There were no reports of patient harm.